Manufacturer narrative:
(B)(4).

Event description:
It was reported that varying pacing leading impedance measurements were observed. Patient was asymptomatic and non-dependent. The patient will be brought in for in-clinic lead impedance measurements, capture threshold testing, and further lead testing. No further information available.